Event description:
Mom called pd on call nurse and reported that dark blue tip of transfer set is separating from light blue part of transfer set during disconnection. Dad tightened connection and it clicked back into place, per mom. No leak of fluid noted and tubing in transfer attached to dark blue tip the whole time. It does not appear that a system break has occurred. Followed by escalation in care - clinic visit provider notified. Transfer set changed. Affected transfer set lot # (B)(4). Manufacturer response for peritoneal dialysis transfer set, (brand not provided) (per site reporter). Baxter investigating.